Manufacturer narrative:
An event of premature separation was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Na.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an 18mm amplatzer amulet was selected for implant on (B)(6) 2023 using a 12f amplatzer torqvue 45x45 delivery sheath. During implant, it was observed that the device was unable to be successfully implanted due to a missizing. The device was removed from the patient and a new 16mm amplatzer amulet was selected for implant. It was observed that during the push and pull test in the delivery sheath, the device was not attached to the delivery cable. The patient status was noted as stable.